Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 1450 mcg/ml at 90 mcg/day via an implantable pump. An infection was reported. The pump and catheters were removed. Pump was externalized to wean the patient from the intrathecal medication. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, with injury-infection, would need to recover from it.